Event description:
Reporter indicated that vns patient was hospitalized for status epilepticus. The patient was reportedly put into a phenobarbitol coma. It was reported that the patient has a history of status and that the event was not related to the vns therapy.